Event description:
A surgeon reported that lens replacement surgery was performed due to dislocation of the intraocular lens (iol). Add'l info has been requested.

Event description:
Additional info was provided by a nurse at the user facility. The dislocated intraocular lens (iol) was noted on 8/27/2001 during a postoperative visit. The lens was explanted the following day. The nurse indicated this event was unrelated to the iol, the lens was inspected by the surgeon before being implanted. The pt required a different model lens. The pt outcome was excellent. Unrelated to the lens exchange, the pt suffered a massive cranial hemorrhage and expired on 8/30/2001.